Event description:
Reportedly, following clip application, subsequent clip was ejected from the jaws into the cavity. Attempted application of the instrument with empty jaws severed vessel. Procedure: microvascular free flap recon.